Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo pocket revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced. During the revision, it was also discovered that the proximal end of both lead tails were bent which lead to high impedances but the physician opted to leave the lead in place. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo pocket revision.